Event description:
It was reported, that a loss of connection occurred. The product was evaluated. An exterior physical visual inspection: passed. Receiver charged and will boot: passed. Receiver functional test: passed. Receiver pairing test: passed. Case opened for interior inspection: passed (no moisture damage). No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.